Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose in the 20 to 30 mg/dl range at the time of the incident. The customer was given food and juice to treat. The customer experienced symptoms such as sweating and shaking. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer mentioned they were getting some highs. The customer mentioned lows at the beginning of (B)(6) and in (B)(6). The customer reported pump upload issues. The insulin pump will not be returned for analysis.